Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm harmonic ace has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the curved blade broken at the distal end. The blade broke at roughly .21¿ from the base. A broken piece was returned with the instrument. The instrument was found to have a broken clamp arm. The inner tube slots where the clamp arm hinges broke off, causing the clamp arm to dislodge. The broken piece was still attached to the instrument. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted transanal total mesorectal excision surgical procedure, the harmonic ace (ha) was not recognized. The customer used a backup ha instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.